Manufacturer narrative:
Investigation: the device in question (tc201, image1 s connect ii, serial number (B)(6), manufactured 19-dec-2024) was received by the manufacturing site in germany on 06-jan-2026 for investigation. The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "no image when video output is used" could be confirmed. The root cause can be attributed to a component malfunctioning (fpga u1 defect). The IFU is stating this "failure of products" clearly in section 3.8, page 10, see labeling review for reference. The above investigations did not reveal a root cause related to the labelling, or the device history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID:(B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "when we use an output video to the device, no image is display on screen." No negative impact in state of health reported.